Manufacturer narrative:
A visual inspection was performed on the returned device. The reported peeled/delaminated guidewire coating was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the cause for the reported peeled/delaminated was not able to be determined. There was no peeling or delamination of any coating (distal or proximal) on the returned guidewire; however, there was scratching of the proximal tube¿s coating in the area of torque device use and at the sites of guidewire damage (kinks and separations of the proximal tube) which may have been interpreted as peeling by the user. In this case, it is likely that the guidewire damage (kinks, bends, scraping, and separation) was caused by the use or handling techniques employed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Reportedly, the pressurewire x - wireless device was inserted into the transmitter; however, the physician removed it to make adjustments, and the coating of the distal part of the device was found to have peeled off. Another pressurewire x - wireless device was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.